Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional that the valve was not adjustable. Height: 160 cm. Additional patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted. Please provide the patient outcome and the medical intervention. The file was entered with limited information.

Manufacturer narrative:
Manufacturing evaluation: investigation- the shunt system was received submersed in an unidentified liquid. Visual inspection - no significant deformations or damage of the valves were detected during the visual inspection. The progav was subsequently measured and indicated the presence of deformation, minimally outside the tolerance. Permeability test - the results have indicated that both valves are permeable. Adjustment test - the progav was tested and is not adjustable throughout the normal range. Braking force and function test - the brake functionality test has shown that the brake function is operational, however, the braking force cannot be measured due to the non-adjustability of the valve. Results - after the tests, we have dismantled the valve. Inside the progav we found significant build-up of substances (likely protein). Based on our investigation, we confirm the valve is non-adjustable, likely due to deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported by the healthcare professional that the valve was not adjustable.the explanted product were delivered to miethke with the return kit inside an unknown liquid.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.